Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the bag was torn by the membrane, when the feeding process was carried out. Additional information received from the customer stated that the bag was leaking. There was no patient harm reported.